Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was pulled out of site when going to the restroom. Customer's blood glucose was 400 mg/dl. Customer reported that there was blood at site, and there was no signs of infection. It was reported that customer was taking medication that could cause bleeding. Issue was documented.